Manufacturer narrative:
Batch review performed on 17 october 2019. Lot 152549: (B)(4) items manufactured and released on 06-oct-2015. Expiration date: 2020-09-16. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical director: hip revision surgery performed 3 years and 10 months after cementless total hip arthroplasty. No information concerning patient age, activity level and general health status is available. Radiographic image provided shows the presence of radiolucent lines around the stem, pedestal formation and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
The patient came in complaining of pain due to a potted stem. The surgeon revised the stem and the metallic ball head with another company's product and revised the medacta liner with a medacta liner almost 1 year and 9 months after primary. The surgery was completed successfully.